Event description:
As part of the hosp's y2k contingency plan, facility tested mechanical ventilators after midnight on 9/9/99. The ventilator(s) were attached to medical gases and electrical power. They were turned on. There was no electrical power. The on/off switch was rechecked; it was in the on position. The electrical outlet itself was checked; a bed plugged into the same set of outlets was working fine. Another ventilator was checked in the same outlet (different model) and it had power. Facility rechecked the ventilator(s) after 0100 and they were once again functioning.